Event description:
Patient required ventilator in specials room. Ventilator continually alarmed during procedure, indicating issues with battery. Machine appeared to be ventilating patient appropriately.======================health professional's impression======================there was no adverse event per se. The staff questioned the function of the ventilator given the constant alarming.======================manufacturer response for ventilator, eagle 754 / 754m======================they could not reproduce the battery alarm.